Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call low blood glucose and issues with the sensor. Customer's blood glucose level went as low as 27 mg/dl. Customer's sensor read 400 which was a very large differential. Customer advised they did not feel good and were unable to troubleshoot at this time. Customer was advised to call back when they felt better in order to troubleshoot.